Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17690877) presented no issues during the manufacturing process that can be related to the reported event. (B)(4) was used as there is no code for extended procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon can not be deflated after inflating at the renal artery. There was no reported patient injury. Then pulling the balloon to the abdominal aorta, withdrawn to the tip of the short sheath, cut off the delivery shaft and then released the balloon pressure, pull back into the sheath tube, and withdrawn from the external body together. The product will be return for analysis.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The inflation device used on the procedure was a syringe. The balloon did inflate normally. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There was no unusual force used at any time during the procedure. The product was not removed intact (in one piece) from the patient as the product is incomplete and has been cut. There is no procedural film/cd available for review. As reported, the powerflexpro 6x40mm 135cm percutaneous transluminal angioplasty (pta) balloon catheter could not be deflated after inflating at the renal artery. Then, the user pulled the balloon to the abdominal aorta, withdrew the device to the tip of the short sheath, cut off the delivery shaft to release the balloon pressure. The user then pulled the device back into the sheath tube, and withdrew from the external body together. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The inflation device used on the procedure was a syringe. The balloon did inflate normally. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There was no unusual force used at any time during the procedure. The product was not removed intact (in one piece) from the patient as the product is incomplete and has been cut. There is no procedural film/cd available for review. One non-sterile powerflexpro 6mm4cm 135 was received coiled inside a plastic bag. The balloon was already inflated. The body was received separated at 76.5cm from hub. No other anomalies were observed in the returned device. Although the unit was received separated, functional tests were performed. The catheter was flushed without problem. Also, the balloon was inflated / deflated successfully. A device history record (DHR) review of lot 17690877 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon deflation difficulty" was not confirmed through analysis of the returned device since the device was received separated into two pieces (customer cut the shaft to release pressure), and portion with the balloon was able to be inflated/deflated without an issue. The exact cause of the deflation difficulty reported could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported since the device was received cut, and analysis was performed successfully on the balloon portion of the balloon catheter. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.